Event description:
A medwatch report (B)(4) was received in relation to this report from the user.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. As such, surgical intervention occurred where the lead was repositioned on (B)(6) 2024 to address the issue.